Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. No visual defects related to the reported issue were identified during inspection. Functional testing on the surgeon side console fixture test platform system resulted in failure on rjs printed circuit assembly (pca). An aba swap was performed on the gimbal, confirming the rjs pca assembly as the root cause of the failure. To correct the issue, the rjs pca assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called to report repeated faults on the universal surgical manipulator (usm), specifically a 25521 error, which prevented one of the surgeons from controlling arm 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed and confirmed the 25521 error related to the right master tool manipulator (mtm) and verified that the site had disabled mtm. The tse advised the customer that the main surgeon could switch to the other surgeon side console (ssc) to control usm 4 without issues. The customer confirmed that the other surgeon was able to control the arm. The procedure was completed as planned with no report of patient injury.